Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached over 500 mg/dl. For treatment, the patient was given diagnostic tests and intravenous (IV) insulin, as well. The pod was worn between 4 and 24 hours on the abdomen. The pod was discarded and the patient was discharged after 2 days.